Manufacturer narrative:
(B)(4) initial report. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The explanted devices, x-rays and operative notes have been provided and will be reviewed at corin. Details of these reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 11 years and 5 months due to pain and osteolysis.

Event description:
Cormet revision after approximately 11 years and 5 months due to pain and osteolysis.

Manufacturer narrative:
Per -994 final report. The relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays, operative notes and the explanted devices were provided and reviewed at corin. Examination of the explants did not present any obvious failure modes or potential reasons for the reported pain. Both devices exhibited surface characteristics expected of an implant which had been in use for approximately 11 years. The cormet devices were coupled with a taper conversion sleeve (manufacturer unknown) which had evidence of corrosion. Based on the investigation, it cannot be determined whether or not the devices caused or contributed to the reported event and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.